Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, serial/lot #: version: (B)(4). The system was not evaluated because the site denied service. A manufacturer representative consulted the surgeon about placing more fiducials on the back of the head to create a sphere of accuracy towards the area of the tumor for future cases like this. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the surgeon felt inaccurate after point merge registration. The surgeon did not specify exact length of inaccuracy, but just stated ¿it feels off.¿ the patient was prone with a very low tumor, opposite of face. It was noted the surgeon could not place points on unique anatomy, and registration passed with 4.5 after 10 touch points on the first attempt. The patient was e-registered and passed with 3.9 with 10 new touch points. The surgeon still used the navigation regardless of the alleged inaccuracy. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Codes associated with the system: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was completed and the archives were reviewed and patient archive contained no registration data. 3 mr's were present, all according to protocol. Mr-1 had the clearest 3d model, however, technical services was unable to determine cause of inaccuracy based on archive. No additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.